Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown scorpio femoral component was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 2021: stryker pi report undated: ap bilat knee x-ray, scorpio on left (unlabeled) with revision plan overlay undated: cut off lateral left knee x-ray with notched femur undated: cut off ap bilat proximal 1/3 tibia with overlay undated: lateral left knee x-ray with large notch in femur and revision plan overlay (B)(6) 2021: op note (rep?): revision of scorpio for loosening confirmation: the revision cannot actually be confirmed without post-operative x-rays and/or official hospital/medical records. A hand-written note (?from rep) and preop plan indicate a revision was intended and did occur root cause: the root cause cannot be ascertained without additional medical records and serial x-rays. I suspect the scorpio tibial component has loosened. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary operative report as well as patient history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "revision left total knee arthroplasty (supine). Mechanical loosening of the internal left knee prosthetic joint." Patient is being revised from a scorpio knee system (femur, size 5 baseplate, and insert) to a triathlon ts size 4 femoral component, triathlon ts size 5 baseplate, and a tibial stem. Rep confirmed that no additional information would be released by the hospital or surgeon.